Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump sometimes has rainbow effects, insulin squirts out during priming and act button is hard to press. No significant events leading to keypad anomaly were observed. The insulin pump is not being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or missing segments noted. The off no power alarm functions properly during testing. No unexpected low battery alarm, rewind anomaly, unexpected motor noise anomaly, drive/motor anomaly or display anomaly/rainbow display anomaly noted. The motor was tested outside of the unit and passed. Unit had intermittent button response on the act due to flattened dome switch (creased). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Unit had scratched keypad overlay and cracked reservoir tube lip.